Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d8, d9, (g1 contact person ¿ mfg site), g3, g6, g7, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) found there was a problem with the 5000-hour maintenance kit. After replacement, all functions of the machine and the safety performance indicators set by the factory passed, and it has been delivered for clinical use.

Manufacturer narrative:
Due to character restrictions in block e1 event site name, event site full name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the automatic inflation of the cs100 intra-aortic balloon pump (iabp) failed. No harm or injury was reported.